Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. As reported by the patient advocate a revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead were explanted. No replacement was done after the infection was resolved. No additional adverse patient effects were reported.